Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia). The patient went to the clinic and it was noted the lead had over seven hundred counts of sensing integrity counter (sic), noise noted in (B)(6). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the lead had a suspected high voltage failure. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.